Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. PMA / 510(k)#: k980987 (if (B)(6)) k151766 (if (B)(6)). Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review could not be performed as lot number was unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: no CAPA is required.

Event description:
It was reported that the stopper is defective with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: material no. 309657, batch no. Unknown. It was reported the stopper is defective. Customer reported that the stopper on the syringe seems to move on its own.